Event description:
It was reported upon upon removing the lead from the packaging prior to implant, it was noted that there was a slight bend at the tip of the lead. Extra caution was taken to note the lie of the lead in the package before removing given previous observations on other leads. It was noted that the tip of the lead was not positioned into the round protective area of the package. The lead was coiled around the package and the lead tip was lying freely on other parts of the lead body. There was not a protective white ring around the lead tip as placed on other leads. Of note, the stylets were difficult to remove from the plastic protective stylet sleeve and one of the gray stylets had a tiny bend at the ball tip. The lead was implanted without difficulty. Once the lead was positioned and fixated, the function of the lead was appropriate and there was not evidence of a performance issues. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).